Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** (B)(6) 2011 - litigation papers received. Litigation papers allege the patient will likely undergo a second revision surgery, and may develop high concentrations of metal ions in her blood. Doi: (B)(6) 2008 - no reported revision at this time (right side). **update** (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(6) 2011 - litigation papers received. Litigation papers allege the patient will likely undergo a second revision surgery, and may develop high concentrations of metal ions in her blood. Update (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.